Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a pericardial effusion requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. It was completed successfully, reducing mr to grade 2. Immediately after the procedure, the patient's blood pressure decreased. Further observation revealed a pericardial effusion. Pericardiocentesis was performed and the blood pressure returned to normal. The patient was being treated in the intensive care unit (ICU). No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the pericardial effusion resulting in hypotension cannot be determined. However, pericardial effusion and hypotension are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.